Event description:
It was reported that the user awoke to a hyperglycemia alert and found the infusion tubing disconnected from the connector and the infusion site adhesive present without the steel needle in place, while the ilet displayed an empty cartridge icon due to an incomplete prior supply change; blood glucose was 380 mg/dl and the user utilizes a dexcom g6, a contact detach steel infusion set, and the ilet system. Symptoms included hyperglycemia. Outcomes included device use interruption with elevated glucose requiring troubleshooting and a full supply change; subsequent data showed glucose trending to 167 mg/dl and stabilizing. Investigation included customer interview, device use review, and troubleshooting guidance. Investigation of this case revealed the infusion set tubing was disconnected from the body during sleep, and the prior supply change was not completed, resulting in no insulin delivery. It was concluded that user handling and incomplete setup led to inadequate insulin delivery and resultant hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.